Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly the patient's hip was revised due to pain brought about by metal on metal complications with early loosening of the prosthesis.